Event description:
Patient reported, the insulin delivery of the infusion device was inaccurate. Patient changed the infusion set and battery but had no success. Patient had no lifestyle changes. Infusion device was requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.